Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that patient was woken by phrenic nerve stimulation and presented in clinic. The device was found in bvvi mode. A download successfully restored normal device function and the device remains implanted. Patient's condition is stable.